Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the cuff was leaking during the inflation test, prior to patient use.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section d.1.- brand name corrected to hudson et tube,cuffed oral ,spiral-flex 7.0 section d.4.- lot# corrected to 'unknown' section d.4.- catalog# corrected to 5-12514 section d.4.- expiration date unknown section h.4.- device manufacture date unknown the customer returned one unit 5-12514 et tube, cuffed, spiral-flex 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with a bite block. No other defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, the balloon cuff was inflated partially but did not seem fully inflated. The syringe was disconnected and the et tube was left inflated for approximately 5 minutes. After 5 minutes, the balloon cuff appeared to be slightly deflated. After deflating the device, it was submerged underwater and injected with air to test for any leaks. Upon injection of air, the balloon cuff leaked from the proximal end of the cuff where the cuff is glued to the tube. It appears that there was not enough adhesive material applied to the cuff which prevented the cuff from being properly sealed and able to stay inflated. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." "Deflate cuff prior to repositioning the tube. Movement of the tube with the cuff inflated could result in patient injury or in damage to the cuff requiring a tube change." The reported complaint of "air leakage of cuff during pre-test" was confirmed based upon the sample received. Upon functional inspection, the balloon cuff leaked from the proximal end of the cuff where the cuff is glued to the tube. It appears that there was not enough adhesive material applied to the cuff which resulted in a hole that prevented the cuff from being properly sealed and able to stay inflated. This is a manufacturing related issue. A non-conformance was previously opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The returned sample was manufactured prior to the corrective actions being put in place.

Event description:
Customer reported the cuff was leaking during the inflation test, prior to patient use.